Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, ffb, backplane, I/o pcb, and control panel processor pcb are evaluated and replaced. The circuit boards in workstation were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system intermittently would not boot up. There is no report of death or serious injury.